Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation, the cable connecting the ECG electrode a and b complex and the front therapy electrode was detached from the electrode belt at the distribution node (dn). Additionally, the trunk cable and cable connecting the rear therapy electrode to the dn was cut. The cause of the pulse lead hi-pot failure is the detached and cut cables. The root cause of the damaged cables and internal wires cannot be positively identified -but is likely excessive force placed on the cable and physical abuse. No adverse event resulted from the damaged cables and wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.